Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description:the device is a backup device so was not in use for a period . During maintenance appeared several technical faults. In the screen of test 6 voltages where out of range. It was not possible to download the logs.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** hamilton medical ag noticed that the reported device (brand name: galileo) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d4, g6, h2, h11.

Event description:
Hamilton medical ag received the following event description: the device is a backup device so was not in use for a period. During maintenance appeared several technical faults. In the screen of test 6 voltages where out of range. It was not possible to download the logs